Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (020938) was dimensionally inspected and all measurements were found to be within specifications.the device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that mild anterior lens vaulting of the inferior hinge with increased myopia were noted at about 7 weeks post implant in the left eye. Reportedly the patient initially had good post-op results with 20/20 visual acuity and j2 near vision acuity. Approximately 1 month post cataract surgery, patient presented with 1 week history of variable fluctuating vision with myopic shift - changed from clear at distance to clear at dashboard and reading distance acuity 20/50 uncorrected distance (near acuity not recorded but excellent). At slit-lamp exam: quiet eye, superior hinge covered by rhexis vaulted posteriorly, optic well centered with very mild tilt, inferior hinge vaulted mildly anteriorly, inferior hinge exposed by mildly retracted rhexis rim. The patient was referred to outside specialist for yag treatment for the post-op z-syndrome. Yag was performed on (B)(6) 2012. Little time later the patient began to complain of different symptoms in her left eye: halos and glare, foreign body sensation, watery eye and fluctuating visual acuity. She received different treatments (bromday, durezol, lotemax, systane balance) but didn't seem to improve. The last visit record dated (B)(6) 2014 reported that the patient came for evaluation because of left eye foreign body sensation constantly, left eye irritation, flashing of light infero-temporally occasionally and "shadowing" and "white veil" worse in light. The patient has currently a cataract in the right eye. She wears soft multifocal contact lens in this right eye.